Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was charging too frequently. The patient uses her stimulator while she sleeps, so by the time that she wakes up, her implantable neurostimulator charge level is dead. The patient recharges her implantable neurostimulator for about 5 hours during the daytime and then another 5 hours in the evening. One recharging session can take 5-6 hours. It was reported that this had been occurring since implant. There were no patient symptoms reported.

Event description:
Additional information received reported that the patient was told there were no changes. No steps were taken to resolve the issue of recharging too frequently. The root cause of the issue was not determined as they were using the stimulator 24/7. It was reported that the patient had a telephone conversation with their healthcare provider and had no new news.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.